Event description:
It was reported the instrument was used during a laparoscopic nissen fundoplication. It was reported in using the er320 to ligate gastric hepatic and short gastric vessels, the clips seemed to slide off. They looked like they applied properly, but then it started to bleed and the clips were not attached. Some initially did not form. Two er320's were used. To complete the ligation a lot of cautery was used. There was no consequence to the pt.